Event description:
The harmonic machine said "release pressure on harmonic blade" when this specific device was used. Another harmonic focus was opened and used to complete the case with same lot number t4038j.